Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. The pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 152 mg/dl.